Event description:
Customer called and stated the switch sparked.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection found: pad appears to have been layed on or used in a roller bed. FDA: cord cut/burned strain relief, switch ok, bent/broken lead, bent/broken thermostat. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage occurs when the cord is repeatedly bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closes (B)(4) pending a future evaluation of the effectiveness of the solution.